Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative (pt rep) regarding an implantable neurostimulator (ins). The reason for call was caller reported that pt's ins never provided adequate relief and they felt stimulation on the wrong side of their body. Caller stated that pt hasn't used their ins in a couple years and now needs an MRI. Caller inquired on how to confirm MRI eligibility. Caller also requested to speak with a mdt rep. Agent reviewed information and sent an email to the field for visibility.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause of feeling stim on the wrong side has not been determined yet. The patient and rep will be meeting to jump start the ins and educate patient on how to place the battery in MRI mode. Rep will also be inquiring more information regarding the ins not providing adequate pain relief and feeling the stimulation on the wrong side of the body. More than likely, some reprogramming will need to be done to better capture the pain areas.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep saw the patient and her husband on july 22nd and showed them both how to jump start the ins battery; however, the jump start process is typically not quick and the patient said she had another appointment to attend and said she would finish the jump start and recharge of the battery at home. Unfortunately, the rep couldn¿t connect to the patient¿s ins battery with my clinician tablet due to the battery not having any charge at all, so the reprogramming is still pending at this time, as well as any further investigation regarding the stimulation being felt on the wrong side. Rep asked the patient to meet again on july 29th to further look into reprogramming her battery, however the patient ended up canceling this appointment due to being sick. Rep tried calling the patient and spoke to her husband. He said his wife is not doing well now and is having active hallucinations and will not be able to do any follow up appointments for the time being until she gets better. Patient's husband said he will try to call the rep once they are ready. In summary, the patient was able to get her battery recharged at home after meeting with the rep on july 22nd and she already had her MRI according to her husband. Patient is currently ill and cannot do any type of appointments.